Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient reported a severe, painful burning sensation in the ins pocket when the ins was turned on. When the ins was turned off, the burning sensation stops. Contributing factors were unknown. The doctor saw the patient yesterday and described a very reddened ins pocket. The ins was implanted very superficially under the skin. Impedance measurement was planned for next week, along with revision and repositioning of the ins. Depending on the impedance measurement, the ins and/or electrode will be replaced. Issue was not resolved. Additional information received reported that the cause was not identified at the moment. The revision was scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the revision occurred as planned on (B)(6) 2025. The cause of the issue was not identified. The skin around the ins was very red, but there were no signs of infection. They relocated the ins from the right gluteal to the left gluteal, and the ins was still in use.